Event description:
A hemodialysis unit nurse-manager reported that approx 3-hour after the treatment was initiated the venous needle became dislodged from the pt's upper arm. There was no machine alarm noted. The pt became hypotensive and low blood pressure alarm alerted the staff for the issue. Pt's blood pressure dropped to 45/30 due to the blood lost and the treatment was immediately terminated. The estimated blood lost was approx 1-liter and the pt recovered in the ICU after 3-4 units blood given. The blood flow rate on the machine was 400ml/min and pt access av-graft.